Manufacturer narrative:
Further information from the reporter regarding event, and product details has been requested. No additional information is available at this time. The events of "knobby", "swollen" and "pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with unspecified juvéderm® voluma¿ in the cheeks, and unspecified juvéderm® volift¿ in the nasolabial and upper lip. Patient was then injected in the nasolabial with unspecified juvéderm® volift¿ one month later. Two months later, patient presented with "swollen in face and pain in face", and "knobby". Patient was treated with cortisone, 3 weeks of heracillin 1gx3 and hyalase 1500ie x 3 I all the injected areas. Symptoms improved, then recurred. Symptoms resolved 1 month after onset. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00773 ((B)(4)), and MDR ID# 3005113652-2018-00775 ((B)(4)). This MDR is being submitted for the first injection of suspect product, unspecified juvéderm® volift¿.